Event description:
Consumer called to report back to back readings that were erratic. Analysis run on consensus error grid using mean reading (342) as reference point vs. Bd reading (525, 375, 125) yielded data points in the c zone of the grid, outside of acceptable limits.